Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient had experienced breathing problem while walking, sitting and laying down. Also it includes nasal and chest congestion, cough which started about 2 months after using device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged breathing problem while walking, sitting and laying down. Also it includes nasal and chest congestion, cough which started about 2 months after using device. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed dust/dirt contamination inconsistent with degraded sound abatement foam. Dust/dirt on the sd flip door. Dust/dirt around the air inlet and iso port. Grey contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. Dust/dirt on the blower box. Dark contaminant found at blower seal on blower box. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. Pil is unable to assess the symptoms described in the complaint. Pil can confirm the presence of a dust/dirt contaminant on the sd flip door, around the air inlet, and on the iso port. Pil found a grey contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. Pil can confirm the presence of a dust/dirt contaminant on the blower box. Pil can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. Pil found no evidence of sound abatement foam degradation and breakdown. Section d8, d9, g3, h6 has been updated.